Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) failed to recognize purge fluid in the line. Purge disc not detected and purge fluid not detected alarms occurred. A new aic was used to support the patient. There was no patient harm reported.